Event description:
Report received of an overdelivery. The pump was received in the materials management department with a note that read: "unit was to infuse 250ml, but pump registered 864ml". The medication infusing and the pump parameters were not specified. It was unknown if the patient received an overdelivery of fluids or if the nurse failed to clear the volume infused prior to the 250ml delivery. There was no reported adverse patient event. Though multiple attempts were made to obtain additional information from the customer, no further information was provided.